Event description:
It was reported that the ilet pump was not charging despite attempts using multiple outlets and correct device orientation, and a replacement charger was arranged via overnight delivery. Symptoms included very low battery leading to loss of charging capability. Outcomes included shipment of replacement supplies to restore charging function. Investigation included customer troubleshooting and verification of proper setup. Investigation of this case revealed a charging failure consistent with a power-related device issue localized to the external charger or charging interface. It was concluded, based on previously established findings for similar reports, that the cause was a charger malfunction.